Event description:
It was reported that there was a device defect. No other info was provided. Since the potential risk of the defect could not be measured, a MDR was reported for this issue.

Manufacturer narrative:
Device has not been rec'd for eval.